Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as not implanted. If explanted, give date: not applicable as lens not implanted therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed a smear or a scratch on an intraocular lens (iol) that would have interfered with the patients vision. There was no patient contact and another iol was used.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation in a plastic bag. Visual inspection using a microscope at 10x magnification showed loose particles on the sample compatible with handling the lens out of the sterile environment. Also residues of viscoelastic were detected on the lens optic body. No scratches on the lens were noted. The customer's reported complaint for a lens scratched was not confirmed in the returned product. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was not verified. All pertinent information available to abbott medical optics has been submitted.